Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid ostial left circumflex artery. A 2.75x24mm promus element plus drug-eluting stent was selected for treatment. However, significant resistance was felt during advancing the stent through the guide catheter. The device was removed and the stent struts were found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014 inch guidewire was loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid ostial left circumflex artery. A 2.75x24mm promus element plus drug-eluting stent was selected for treatment. However, significant resistance was felt during advancing the stent through the guide catheter. The device was removed and the stent struts were found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.